Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Evaluation was unable to reproduce the reported symptom, evaluation was able to run multiple loaded sets at different rates with no discrepancies. A review of the event history log (ehl) revealed there was a "user stop" meaning that the stop button was hit and then 2 mins later the device went into an inactivity alarm as was supposed to, evaluation was able to run multiple loaded sets at different rates with no discrepancies. On the reported event date, at 18:40 an infusion was programmed at rate 100 ml/hr, at 18:43 the user stopped the infusion and at 18:45 received and cleared an inactivity alarm. At 18:50 another set was loaded with a rate 100 ml/hr , at 18:50 the user stopped the infusion and at 18:52 the user received an inactivity alarm that was cleared at 18:54. The pump kept running and the user stop again at 19:02 and received an inactivity alarm at 19:04 which was cleared at 19:05. No abnormalities that could cause or contribute to the reported problem were observed through the history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump was running and then all of a sudden generated an inactivity alarm stopping the pump during levophed medication delivery. There was no report of patient injury or medical intervention associated with this event. No additional information is available.